Manufacturer narrative:
The information being reported was found in the journal article titled "cementless femoral fixation in the rheumatoid patient undergoing total hip arthroplasty". J arthroplasty 2001;16(4):415-421 current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. Dates of event - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by rh rothman, ks keisu, f orozco, jd mccallum, g bissett, wj hozack and pf sharkey. Manufacture dates - unknown. (B)(4).

Event description:
Information was received based on review of a journal article referencing a retrospective study of hip procedures that took place between (B)(6) 1986 and (B)(6) 1992 utilizing universal I acetabular cups. The article indicated that seven acetabular revisions were performed for unknown reasons. No further information has been provided to date.